Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appears intact. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was received with the capsule almost fully opened. The device was returned with the end cap/screw gear snap fit connected. Delamination is observed over the nitinol reinforcing frame along the mid-section of the capsule. The inner member shaft and spindle hub appears intact with no evidence of damage. The actuator components were removed from the dcs with little to no resistance. Both tabs have a hairline fracture at the point where the tab protrudes from the deployment knob. A stress mark is observed on one of the actuator hooks at the point where the hook protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis. A small mark, potentially delamination mark, was observed on the capsule. This mark may have been caused by an interaction between the capsule and a hard surface. The handle components may have been reconnected prior to sending the device back for analysis. The actuator was separated by the analysis technician. Damage was observed on the snap fit tabs of the actuator. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, the deployment handle of the delivery catheter system (dcs) disconnected during loading when the capsule was two-thirds closed. The handle was not overdriven, there was no unusual tension felt during loading, and both tabs were intact prior to use. The device was not used for implant and there was no patient involved with this event. No adverse patient effects were reported.